Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported cardiac tamponade occurred. An intellamap orion mapping catheter and an intellanav mifi oi ablation catheter were selected for use during a cavo-tricuspid isthmus (cti) line and left atrial ablation procedure to treat atrial fibrillation and atrial flutter. A transseptal puncture was done twice. No patient complications were noted during the procedure, which was done under general anesthesia. While in recovery, approximately two hours post-procedure, the patient experienced chest pain associated with cardiac tamponade. The patient was brought back to the lab for a pericardial drain and was admitted as planned. The patient was stable throughout, and the following the day the patient's status was "ok." The cause of the tamponade was not determined. No resistance had been reported while maneuvering the catheters in the patient's anatomy.